Manufacturer narrative:
Results: wash pump.

Event description:
The customer reported obtaining an erroneous accutni (troponin I) result within the risk stratification range for one (B)(6) female patient from the access 2 portion of the unicel dxc 600i synchron access clinical system. On the second draw in a series of blood draw, the customer obtained an erroneously elevated result of 0.14 ng/ml for the patient and the result was released outside the laboratory. The customer indicated that the patient had a previous accutni result of 0.00 ng/ml within the normal reference range. The patient was in the process of being transferred to a cardiac care hospital due to the erroneous result; however, subsequent accutni repeat results within the normal reference range of 0.00 ng/ml and 0.00 ng/ml were obtained from the laboratory's alternate access 2 analyzer prior to the transfer and the patient was not transferred to the cardiac care hospital. There was no affect to patient or change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and noted that the wash pump was drawing in micro bubbles into the pump on the first cycle after being idle and proceeded to clean all wash pump components. The fse determined that the micro bubbles within the wash pump were enough to cause the improper amount of wash buffer to be dispensed into the rvs leading to poor washing and dose over-recovery of the assay.